Manufacturer narrative:
The results of the evaluation performed suggest that this event was attributed to a foreign substance preventing the device from assembling correctly. This is a result of improper maintenance and/or cleaning.

Event description:
The wire does not pass through the cannulated hole in the cable tensioner. The event did not occur during a surgical procedure.